Event description:
It was reported that during a biopsy procedure, after the device was inserted into target lesion under echo, it was fired to catch tissue. The area being biopsied was located in the mediastinum. However, at first use, the needle became bent. After the first use, the physician used the device again after fixing the bend needle by hand. Totally two catches with this device were performed. According to the physician, it may be possible that the needle hit the bone of the patient during the first firing. The bend was found at the notch proximal of the inner needle. There were no patient complications.